Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with no water flow from the pump assembly and cracked tank cover. During analysis, the reported issue was able to be duplicated. It was noted that faulty pump assembly was the cause of the reported issue. Service replaced the faulty pump to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be faulty assembly.

Event description:
Information was received indicating that during a preventive maintenance, a smiths medical level 1 hotline low flow system had no water flow when unit was turned on, no flow during power up. No patient was involved in this event. No adverse effects were reported.